Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off unexpectedly multiple times during use. There was patient use associated with this event, however; there have been no reports of adverse effects to the patient as a result of the reported issue. Physio-control has attempted to contact the customer to request additional information on the patient. No response has been received from the customer.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device powered off unexpectedly multiple times during use. There was patient use associated with this event, however; there have been no reports of adverse effects to the patient as a result of the reported issue. Physio-control has attempted to contact the customer to request additional information on the patient. No response has been received from the customer.